Manufacturer narrative:
(B)(4). The reported complaint was reviewed; however, a comprehensive investigation could not be performed because no sample was returned for analysis. A device history record review was performed on the introducer needle and hub with no relevant findings. The potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the md found the hub of the needle was broken. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided an introducer needle that was separated into two pieces at 2 mm below the hub. A cross section of the broken ends of the cannula revealed a d-shape indicating that the cannula was bent and dented during insertion. No other damage or anomalies were observed. A device history record review was performed on the introducer needle and did not reveal any relevant findings. Operational context caused or contributed to this event. No further action will be taken